Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the bottom of the insulin pump. The drive support cap appeared damaged. The drive support cap was loose. Customer's blood glucose level was 11.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. The insulin pump also had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window and cracked case at the reservoir tube window corners.